Event description:
On (B)(4) 2013, it was reported that the keypad buttons were not working. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact but the keypad was worn. Evaluation revealed that all buttons responded appropriately. Evaluation revealed that there was contamination was located under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens was scratched and cracked around the perimeter bezel.